Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 119 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the device was received stuck in the motor error loop during bolus and or basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked reservoir tube lip and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)